Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for twenty four hours and no battery tube heating up noted. No unexpected off no power or low battery alarm or blank display noted. The insulin pump was received with normal operating currents. No puncture isolation tape on the lcd board noted. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump would heat up during normal use. The customer stated the insulin pump would go blank after heating up. Customer stated they were able to resolve the issue by replacing the battery. The customer's blood glucose was unknown. The customer was advised the insulin pump will be replaced. Customer agreed to return the insulin pump for analysis.